Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.

Event description:
Customer reports to have received a no delivery alarm. Customer's blood glucose was unknown. Customer was able to resolve no delivery with a complete set change. Customer was able to prime successfully, but states that blood glucose went up and believes pump was not giving correct basal rates. Insulin pump would be replaced. No further information provided.